Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was green ink on display screen. After battery change, customer reported that display screen did not return normally. Customer's blood glucose was 9 mmol/l. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. However, the pump was received with high sleep currents due to corrosion at the connector. No green ink on the display or display anomalies were noted. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump was received with a cracked keypad overlay at the select button, minor scratches on the lcd window, case and keypad overlay.